Manufacturer narrative:
Company representative evaluated the system. Corrections include replacement of the system's uninterrupted power supply and battery. (B)(4).(exemption #e2015032).

Event description:
Customer reported the panorama central station with telemetry had lost communication, which may have affected telemetry monitoring. No patient injury was reported.